Event description:
According to the distributor's report, the pt had a laceration closed at another facility. During application, the adhesive contacted the eyelids and glued the eye partially shut. The pt was on route and the physician was requesting info. No furhter info is reported.